Manufacturer narrative:
On 22-jul-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a 8.5 fr varipulse catheter and prior to insertion into the sheath, the catheter was tested for functionality and the medical team discovered that the loop was reduced in size. When the loop was reduced in size, the pull cable broke and the loop could no longer be adjusted. The loop of the catheter was fully stuck/jammed in a contracted position. No further details were provided regarding troubleshooting of the issue, replacement of the device, or completion of the procedure. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and a deflection/contraction test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. Deflection and contraction testing were performed: the deflection mechanism was working as intended. However, the contraction mechanism failed specifications, as it was not contracting at all. It was found that the contraction puller wire was broken at handle. A manufacturing record evaluation was performed for the finished device number 31420663l, and no internal actions related to the reported complaint were identified. The contraction stuck reported was confirmed, as the broken wire may be related to the failure reported by the customer. The root cause is related to the manufacturing process. The instructions for use (IFU) states: verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions were addressed to investigate puller wire issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a 8.5 fr varipulse catheter and prior to insertion into the sheath, the catheter was tested for functionality and the medical team discovered that the loop was reduced in size. When the loop was reduced in size, the pull cable broke and the loop could no longer be adjusted. The loop of the catheter was fully stuck/jammed in a contracted position. No further details were provided regarding troubleshooting of the issue, replacement of the device, or completion of the procedure. No patient consequences were reported.